Event description:
Related manufacturer number: 3006705815-2022-15061; 3006705815-2022-15062. It was reported the patient underwent surgical intervention wherein the entire system was explanted for unknown reason.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Correction: h6 codes updated to reflect the event.